Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: date of event: exact date unknown, information not provided. Best estimate is between august - november 2019. Explant date: not applicable as lens has not been explanted. (B)(4). Device evaluation: product testing could not be performed as the product was not returned as it remains implanted in the patient's eye. The reported event could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient called to report that he had a j&j intraocular lens (iol) implanted in his left eye on (B)(6) 2019. He is experiencing a fluttering effect. It's not his eye lid it's his eyeball. His eyeball is moving back and forth, causing a kaleidoscope effect, he sees different colors. Patient sees it more during the day than at night. Patient also has tearing in the eye. Thru follow-up the patient explained that he experienced fluttering shortly after his surgery in november but it could have been sooner. The patient also explained that per his doctor, part of the natural lens might have been left behind(inside the eye). Which might be causing his issues. Initially, the doctor thought his eyelids were fluttering so he prescribed durezol. The patient explained to his doctor that it wasn¿t the eyelid but his actual eye ball. At that point the doctor stopped the durezol prescription. Nothing else was prescribed. The patient underwent a secondary lasik surgery in (B)(6). They were unable to provide the name of the surgery. However, they reported that their vision improved in regards to the kaleidoscope effect and fluttering. However, the symptoms are more frequent throughout the day. The patient could not say exactly how frequent, but explained that his eye does not flutter in the dark. The patient has led lights in his kitchen and that makes his eye flutter. He also feels pressure. Almost as if someone is pressing down on his eye with their thumb. No further information was provided.